Manufacturer narrative:
Product complaint # :(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Unfiled claim and medical record received. After review of the medical records, patient was revised to address left metal on metal failed hip arthroplasty and pain. Revision notes indicated that patient had some grey appearing tissue due to metallosis. Laboratory result showed an elevated cobalt level. Doi: (B)(6) 2009. Dor:(B)(6) 2020. Left hip